Event description:
It was reported communication between the scs ipg and pt programmer could not be established (B)(6). As a result, the pt eventually lost stimulation. Several pt programmers were tried to no avail. In additional, the ipg could not be activated using the magnet. The physician elected to explant and replace the ipg. Effective therapy was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.